Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.